Manufacturer narrative:
Manufacturing evaluation was completed. All three components of device were received individually boxed with visual iatrogenic damage to each component. Component 09.820.055: inferior endplate has visual iatrogenic damage that include: from the anterior perspective, there are nicks and scratches in the inlay pocket. Also, visually present is a dent on the anterior face of torn/peeled and curled slot which extends approximately 60% of slot length. The locking tab slot has nicks and scratches. On the cut-out, there is a dent. The backside surface has nicks and scratches with visible flattering of the plasma sprayed titanium surface. Component 09.820.055: superior endplate has visual iatrogenic damage that include: from the anterior perspective, the raised surface around the spherical diameter has nicks and scratches extending into the polished surface with a nick on the outer surface on the raised edge. The anterior surface edge has nicks and scratches. The posterior face of the keel has nick and dents. The backside surface has nicks and scratches with visible flattening of the plasma sprayed titanium surface. Component 09.820.055: inlay has visual iatrogenic damage that include: from the anterior perspective, on both rails there are nicks, dents, scratches and torn material. Damage extends onto the spherical surface. The top third of the spherical radius has sheared from main sphere where multiple impact imprints are visible near shear point. On the backside, the locking tab has two dents and deformation along full length. From the backside, it is visible that one of the rails is torn for approximately 50% of the length. All described damages on all components were post manufacturing. At the tie of manufacture, product met all relevant requirement. Complaint is unconfirmed from manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. Prodisc-c is a spinal implant intended as a replacement for diseased/degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that it was determined that an implanted prodisc-c device had migrated anteriorly. The implant was subsequently removed during a revision surgery. During removal, a small fragment of the inlay chipped off and was retrieved by suction. One prodisc-c implant large deep 6mm (part #09.820.056s, lot 6716777) including the superior endplate, inferior endplate, and polyethylene inlay were returned for analysis. Visual examination showed that damage was present on the superior and inferior endplates and the polyethylene inlay. The inlay was received with a fragment chipped off. The damage is associated with removal of the implant. The drawings for the superior endplate and polyethylene inlay were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. Replication of the complaint condition is not applicable since the migration observed in a patient cannot be replicated upon receipt of the device. A definite root cause for the migration could not be identified. The loss of fixation may have occurred if excessive forces were applied to the implant. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. In addition, as mentioned in the complaint, the damage to the inlay occurred during the removal process. The design is adequate for the intended use of the device. This complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown - pdc implant/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the prodisc-c implant had migrated anteriorly requiring additional surgical intervention without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with prodisc-c on an unknown date at an unknown facility. At an unknown time it was determined that the prodisc-c implant had migrated anteriorly and needed to be removed. The patient underwent a prodisc-c removal on (B)(6) 2017. During removal, a small fragment of the poly inlay of the prodisc-c implant was chipped off, and was immediately retrieved by suction. The prodisc-c was then successfully removed in its entirety. There was no surgical delay, and no report of infection, or harm to the patient. The procedure was successfully completed. The patient was revised to a cervical fusion using another manufacturer's device. There is one device involved in this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed. All three components of device were received individually boxed with visual iatrogenic damage to each component. Component 09.820.055.1: inferior endplate has visual iatrogenic damage that include: from the anterior perspective, there are nicks and scratches in the inlay pocket. Also, visually present is a dent on the anterior face of torn/peeled and curled slot which extends approximately (B)(4)% of slot length. The locking tab slot has nicks and scratches. On the cut-out, there is a dent. The backside surface has nicks and scratches with visible flattering of the plasma sprayed titanium surface. Component 09.820.055.2: inferior endplate has visual iatrogenic damage that include: from the anterior perspective, the raised surface around the spherical diameter has nicks and scratches extending into the polished surface with a nick on the outer surface on the raised edge. The anterior surface edge has nicks and scratches. The posterior face of the keel has nick and dents. The backside surface has nicks and scratches with visible flattening of the plasma sprayed titanium surface. Component 09.820.055.3: inferior endplate has visual iatrogenic damage that include: from the anterior perspective, on both rails there are nicks, dents, scratches and torn material. Damage extends onto the spherical surface. The top third of the spherical radius has sheared from main sphere where multiple impact imprints are visible near shear point. On the backside, the locking tab has two dents and deformation along full length. From the backside, it is visible that one of the rails is torn for approximately (B)(4)% of the length. All described damages on all components were post manufacturing. At the tie of manufacture, product met all relevant requirement. Complaint is unconfirmed from manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 09.820.056s, part # 09.820.056s. Manufacture site: (B)(4) . Manufacture date: 25-jul-2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. There was an mrr (159409) that resulted in a portion of the material lot #5735659 to be scrapped, this would not contribute to this complaint. DHR review request part # 09.820.056s; lot # 6716777; expiration date: jun 25, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was implanted at c5-c6.

Manufacturer narrative:
Patient ID: (B)(6). Part, lot, expiration, UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.